Manufacturer narrative:
On (B)(6) 2018, haemonetics was made aware of a pcs®2 plasma collection system which was suspected to have a component which failed during a procedure resulting in a burning electronics smell as observed by the device operator. The device was evaluated by a haemonetics field service engineer who was unable to confirm a burning smell or evidence of burning within the device components. An inspection of each printed circuit board (pcb) did not reveal any visible damages which may have contributed to the smell observed by the operator. The fse observed some minor damages to the control distribution cable component within the device. It is not possible to determine how the cable was damaged at this time, however the damaged wire insulation observed may have contributed to the failure reported by the device operator. Functional testing of the device revealed that the driver pcb was no= longer functional. The fse replaced the damaged cable during the visit and ordered a replacement driver pcb to be installed by the customer's on-site technician. The device software is designed such that if a procedure is interrupted, it may be resumed once the device has completed a power on self test (post) protocol to ensure that the device still meets specifications prior to resuming the interrupted procedure. The failure of the driver board will prevent the device from being able to pass the post protocol, which will ensure that the device is not possible to resume the interrupted procedure until repairs have been carried out. There was no report of an injury, adverse reaction, or negative impact to the donor's health as a result of the early termination of the procedure. The device and disposable are designed such that if a non-recoverable issue were to occur during a procedure such as a critical hardware failure, or a critical disposable soft goods product failure will not result in an excessive amount of blood loss to the donor. The maximum possible blood loss associated with this incident cannot exceed 275ml, as that is the maximum volume of blood product drawn from the donor at any given period during the donation procedure. Haemonetics has previously submitted 3500a medwatch forms for thermal decomposition within a device, as such this is deemed a reportable incident.

Event description:
On (B)(6) 2018 haemonetics was made aware of an incident in which a pcs®2 plasma collection system was reported to have stopped operating during a plasma collection procedure due to a burning smell observed. The device was reported to have stopped functioning, it began to emit a beeping alarm and it was not possible to recover the procedure. The procedure had to be terminated early without returning cells or saline to the donor. There was no negative health impact to the donor reported at this time, no injuries reported as a result of the terminated procedure.